Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. Customer stated that insulin pump kept shutting off and insulin pump had a pump error alarm. Customer stated that they were able to clear the alarm and able to complete the rewind. The customer stated that the displacement test and self test passed. Customer declined troubleshooting for low blood glucose. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.